Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the replacement was that the battery would not charge anymore. Patient went to a pain clinic and they took out and replaced their implantable neurostimulator (ins) with a competitor ins. The issue was resolved. Patient called in and stated they needed an MRI, but could not get an MRI with the competitor spinal cord stimulator (scs) implanted, so pt wanted to "switch back" so they could get an MRI. Pt said the pain clinic they are working with tried to contact the manufacturer several times, but could not get through. Pt wanted to schedule a manufacturer representative (rep) to be at healthcare provider (hcp) appointment. Patient services specialist(pss) emailed the local reps and provided the pt national answering service number.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt says his ins has been replaced with an abbott stimulator. Patient said that sometime last year his other stimulator "locked up on me" and was taken out and replaced with competitor device. Pss asked what the problem was with ins, and they said "a message had come up and it wouldn't turn off or adjust at all, the buttons wouldn't work". Pt clarified that there was also an issue with the ins itself and said it wouldn't charge. Pss asked for more information and they said "it just wasn't charging". Pt received a card from manufacturer and wanted to let us know that the implant has been taken out but doesn't remember when. Patient stated it was taken out may 20th, 2022 and says the charging issues happened "that same month, it was probably a week before the 20th". They said the competitor stimulator that was put in "is not compatible with my medical problems so I am gonna get another medtronic put in, they just left my leads in and plugged in the competitor device to it". Pt said that competitor company is aware of this issue.